Event description:
It was reported that the pt experienced pain and discomfort in her pump pocket area. It was also reported that the pt experienced increased pain in their back and legs "secondary to device malfunction". The pump was interrogated; the results were normal. The hcp was unable to aspirate the catheter during a (B)(6) study. The pt was prescribed antibiotics (keflex 500 mg). The pt was receiving morphine and bupivacaine via simple continuous infusion. The pt's pump was reprogrammed on (B)(6) 2011 with a 21% decrease of her daily dose. The seriousness of the pt's condition was determined to be "moderate".

Manufacturer narrative:
(B)(4).